Event description:
It was observed during the device investigation that the cysto-nephro videoscope had a detached bending section on the distal end. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the distal end likely detached due to excessive force. However, a definitive root cause was not determined. Olympus will continue to monitor field performance for this device.